Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information from the patient's spouse that 3 years 9 months post implant of this mitral annuloplasty, the device was possibly explanted and replaced. The reason for replacement is unknown. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.